Event description:
It was reported that during a power PICC placement, the tip of the sheath was found to be cracked during inserting into the vessel. Then, the physician kept inserting the sheath, but it was difficult to be placed. Therefore, another sheath was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.